Event description:
It is reported that the ball bearing fell out.

Manufacturer narrative:
Evaluation summary: it appears the device was disassembled in the field. It is possible that the parts were not assembled back properly or the ball bearing was lost. Evidently, the problem is user caused. The device is missing the ball bearing from the distal end of the cam arm. The bearing was not returned with the complaint for review. The cam arm retaining screw is loose and appears to have been disassembled from the device at some time. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.